Event description:
It was reported that the patient experience an electrical shock on their hand during drain of peritoneal dialysis therapy on homechoice device. The patient was connected to the device at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection, electrical returned instrument testing evaluation (rite), functional rite and simulated-use testing were performed; the sample analysis revealed no issues that could have caused or contributed to the reported problem. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.